Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a meniscal repair procedure a quantity of two ar-4501 meniscal cinch ii's from lot: f294657 and lot f280035 malfunctioned in the same way. The rep stated the first implant on both ar-4501's successfully deployed and were implanted. After deploying the second implant, and as the surgeon was attempting to tighten down the suture on the second implant, the suture was stuck and would not slide. As the surgeon continued to pull on the suture, the second implant pulled out completely. The surgeon removed the first implant by using a grasper. The rep stated the same exact issue occurred with the second ar-4501. The rep confirmed that both first implants were fully removed by using a grasper and cutting the suture. The procedure was completed by rasping and shaving the area. The rep stated both ar-4501's were discarded, and will not be returning for evaluation.